Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up with episodes of svt that the device had labeled as vt and inappropriately received inappropriate atp therapy. Programming changes were made during the follow up. The patient was stable and will continue with routine follow ups.